Manufacturer narrative:
Vasthere has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient was concerned the lower teeth were not properly aligned and teeth didn't feel like they fit together properly when closed teeth. The bottom canines were rubbing on the upper teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.